Event description:
It was reported that upon interrogation high pacing lead impedance was observed. An increase in capture threshold was also noted. The physician decided to cap the sense/pace portion of the lead. The defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.